Manufacturer narrative:
The reported event of dislodgement and intermittent capture could not be confirmed. Final analysis found no anomalies. A review of the device history record (DHR) confirmed no issues were identified related to the reported events.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, intermittent capture was observed and it was found that the lp dislodged. The lp was noted to become free-floating. The device was retrieved successfully and the procedure was completed using a competitor product on (B)(6) 2025. The patient was stable.